Manufacturer narrative:
Product is still implanted in the pt. There is no way for us to determine what, if any, part, the product may have played in causing or contributing to the pt's problems.

Event description:
It was reported by the pt that she was re-admitted to the hosp for a bowel obstruction. The pt has had three reported surgeries after the date of her implant due to recurrence. The patch originally implanted has not been removed.